Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval no, h6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Two photos of (1) loose 0.3ml bd insulin syringe were provided. The customer reported the shield was already detached from the barrel on arrival. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch # 0062051 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag experienced device damage while still considered operable. The following information was provided by the initial reporter: the shield was already detached from the barrel on arrival.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag experienced device damage while still considered operable. The following information was provided by the initial reporter: the shield was already detached from the barrel on arrival.